Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the cadd legacy pump exhibited a "no disposable" alarm. Per reporter residual volume was 14.1. It was reported that patient subsequently switched to back up pump with no further issues. No adverse patient effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).